Manufacturer narrative:
Additional information was received that the aware date of the initial MDR was (B)(4) 2018.

Event description:
A report was received that the patient was hospitalized due to pain exacerbation. It was reported that the charger was beeping even when properly lined up over the ipg. The led screen off the charger remained orange. The charger also became warm thereby making charging the internal ipg difficult, and causing it to deplete. The patient had an out-patient stay, and was provided with a replacement charger. The patient has regained pain therapy with the replacement charger. Per the information provided no medical intervention was provided during the out-patient stay.

Manufacturer narrative:
A review of the manufacturing documentation for the charger revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was hospitalized due to pain exacerbation. It was reported that the charger was beeping even when properly lined up over the ipg. The led screen off the charger remained orange. The charger also became warm thereby making charging the internal ipg difficult, and causing it to deplete. The patient had an out-patient stay, and was provided with a replacement charger. The patient has regained pain therapy with the replacement charger. Per the information provided no medical intervention was provided during the out-patient stay.

Manufacturer narrative:
Device analysis of the charger revealed that the chargers fuse had blown which is why it was not charging in the base station.

Event description:
A report was received that the patient was hospitalized due to pain exacerbation. It was reported that the charger was beeping even when properly lined up over the ipg. The led screen off the charger remained orange. The charger also became warm thereby making charging the internal ipg difficult, and causing it to deplete. The patient had an out-patient stay, and was provided with a replacement charger. The patient has regained pain therapy with the replacement charger. Per the information provided no medical intervention was provided during the out-patient stay.